Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+3.0/086 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to downsizing and slight change of lens rx. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional data: h6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Corrected data: b1: product problem. B5: the reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+3.0/086 (sphere/cylinder/axis), during the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to user error. H1: malfunction. Claim # (B)(4).